Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The customer contacted a technician and was advised to replaced the blower. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a "blower temperature is high" alarm. There was no patient or user harm reported. The event date was not specified; estimate used.